Event description:
It was reported that these cylinders and pump were returned with no performance allegation. Analysis of the returned components identified a fluid leak from one of the cylinders.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The cylinders were visually inspected and leak tested. One cylinder exhibited wear at a fold in the proximal and distal ends of the cylinder; broken fabric thread and a hole, with resultant leak, due to wear against the tubing was observed mid-cylinder. The other cylinder also exhibited wear at fold both the proximal and distal ends and wear to the outer tube near the proximal end from contact with the tubing. This cylinder passed leak testing. The returned pump was visually inspected and leak tested. Body fluid contamination was noted within the pump. The pump tubing was worn to the filament but the component passed leak testing. The leak found in the first cylinder may have resulted in the explant of the device. Based on these findings, a conclusion code of cause traced to component failure was assigned to this investigation.